Manufacturer narrative:
The lot history records have been reviewed with special attn to the mfg and inspection of this prod and the rod was found to have met all specs prior to shipment. The safety clip was in place upon receipt of the sample. The 2-way stopcock was closed. The outer sheath was slightly elongated. The stent graft was partially released 4 mm. The outer sheath was kinked proximal to the end of the stent. The complete inner catheter was separated from the sys and missing. The sys was contaminated. During the performed function test, the stent graft could be released without issue. The examination of the returned device showed that the complete inner catheter was missing. The cause of the detachment of the inner catheter from the sys could not be determined. Neither the guide wire used during the procedure nor the separated inner catheter was returned, therefore no further investigation and no patency testing could be performed. The cause of the complaint could not be determined on the basis of the returned sample. This application represents an off-label use for this device. The fluency plus tracheobronchial stent graft is indicated for use in the treatment of tracheobronchial strictures produced by malignant neoplasms or in benign strictures after all other alternative therapies have been exhausted. The info for use (IFU) currently supplied with this prod states that the safety and effectiveness of this device for use in the vascular system has not been established.

Event description:
It was reported that the .035 guide wire stuck in the device, so the stent could not be deployed. There was no pt injury reported.